Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Oral-b toothbrush head broke off while it was in my mouth [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head broke off while it was in her mouth. No injury was reported.